Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete. Pt information was requested and the customer stated the pt information is not available.

Event description:
The customer reported the ventilator does not alarm when the pt becomes disconnected from the ventilator. The customer reported there was pt involvement with no harm to the pt.

Manufacturer narrative:
(B)(4). Patient information was requested and the customer stated the patient information is not available.